Event description:
While using the drill bit to drill into patient's bone it was noted that the tip of the drill bit thread had broken off and was in the patient's bone. The doctor decided it was of no risk to the patient to leave it in place and could cause more harm to try to remove it.